Event description:
It was reported that a doctor experienced a connection issue between the transfer set and a titanium adapter. The mating/connection part of the transfer set did not properly lock with titanium adapter. There were no issues with the titanium adapter and it was still in use at the time of this report. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic and visual inspection were performed and found no issues that could have caused or contributed to the reported event. Functional testing was performed, including simulated-use testing, pressure testing and integrity of seal surface testing. No issues were noted during functional tests. The reported issue was not verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.